Manufacturer narrative:
Additional information was received on august 13, 2015 confirming the lot number is invalid. Has been updated to reflect the applicable information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the information received, the device was discontinued. Baseline is currently used as a dressing. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported the end user had a dressing applied after cleaning the wound with physiological serum. It was further reported the dressing sticks to the skin and twists itself. The removal is painful and there are still pieces on the skin and the nurse has to scratch in order to remove the pieces.